Manufacturer narrative:
E1 - event site name: (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) after having catheter plugged into the console, displayed ¿not detecting sensor¿. There was no patient involvement and no harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not duplicate the error. The unit passed all functional and safety tests to manufacturer specifications.